Event description:
The subject device was implanted on 6/25/96 during an anterior cervical discectomy and fusion. On 2/1/97 the device was found to be fractured. On 3/27/97, a posterior fusion was performed at c4-5 and the device was not removed.